Event description:
During the evaluation of a returned transfer set, a broken occluder foot was discovered. No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.